Manufacturer narrative:
P-cap / reservoir locks properly into place. Pump received an insulin pump error during rewind. Motor tested outside the device and failed testing. Unit was properly tested with a test motor assembly and passed the rewind test, problem isolated to motor assembly. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to rewind anomaly. Unit passed sleep current measurement, active current measurement and self test. The following were noted during visual inspection: pillowing keypad overlay and minor scratches on case. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer was able to clear the alarm and able to complete rewind. The insulin pump did successfully complete steps in displacement verification table. The insulin pump passed self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.